Event description:
It was reported that the patient was feeling strange over the last few days which prompted them to visit the cardiologist. Upon interrogation the right ventricular (rv) lead impedance and thresholds were high. An x-ray was taken and possible lead fracture was suspected as the x-ray showed severe kinking of the lead. It was noted that a review of the patient's chart history showed that at an interrogation a year ago the lead was found to have high impedance and a lead warning. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 407645 implantable pacing lead - implanted 2007 (B)(6). (B)(4).